Event description:
A literature article received notes that a right ventricular (rv) lead was inadvertently placed in the middle cardiac vein (mcv). The patient was hospitalized for cardiac arrest and anterior st-elevation myocardial infarction (stemi). Review of prior chest x-rays confirmed mcv positioning of his rv lead. The patient was upgraded to an implantable cardioverter defibrillation system and the rv lead was replaced.